Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had knee revision for aseptic loose tibia. No infection was present & total knee rev was performed. Original surgery was (B)(6) 2015. All other information is unknown. There was no other incidence & no further information can be obtained. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/ available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous DHR review (B)(4), did not reveal any related manufacturing deviations or anomalies on the reported lot number (7988188). H6 patient code: no code available (3191), used to capture the surgical intervention and medical device removal.